Manufacturer narrative:
Manufacturer evaluation and analysis is ongoing. Once further information becomes available, coopervision will notify the FDA via a follow-up report. The association between the coopervision device and the event is unconfirmed.

Event description:
It is reported that the patient experienced eye pain and discomfort and sought medical treatment. It is alleged that the patient was diagnosed with an infectious corneal ulcer with amoeba. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Manufacturer evaluation and analysis is complete. The association between the coopervision device and the event is unconfirmed.